Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was not sure of what they were doing at the time of the shock. The sensing vector was set to the primary vector. Technical services discussed some testing to do for noise. There were no additional adverse patient effects. The system remains implanted.